Event description:
It was reported that a pump alarmed no disposable with treprostinil reservoir volume 16 milliliters. This is the second time this pump has been used and both times had no disposable alarm. The cassette and pump were switched both times. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. The most likely cause of failure was the "dso" sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.